Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Upon the master tool manipulator (mtm) gimble inspection, fse found a piece of plastic stuck in gimble grips channel. This restricted the mtm grip on the surgeon side console to not close fully causing stapler instrument not to stapler. Now that this debris has been removed the mtm grip now closes fully. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, intuitive sales representative called after a procedure and stated that that the stapler failed to clamp on arm 1. They had to use arm 3 for the stapling. The procedure was completed with no reported injury. Intuitive obtained additional information. The issue was identified during procedure. Ports were placed. System functionality was checked upon powering on the system. System initially powered on without errors. Dvstat was contacted and full troubleshooting was completed. Field service engineer was dispatched. 7.the stapler was moved from arm 1 to arm 3 to complete the surgery. Yes, dv stat was contacted, the case was completed robotically.